Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched; however the stent was able to be deployed by withdrawing both the guide catheter and the scope from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was stretched and broken into three pieces near the proximal end. The distal end of guide catheter had a kink/bend (suture impression). There were no damages on the push catheter. The touhy borst cap, suture and stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.